Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderate tortuous and severely calcified left anterior descending artery. A 3.50 x 20 synergy ii des drug-eluting stent was advanced for treatment. However, during the procedure, the stent had difficulty crossing the lesion and when the device was removed, it was noted that the stent strut got lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.